Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code appeared again.